Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Company representative reported meter is providing questionable bolus advice. The issue occurred during a demonstration. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was sent.